Event description:
It was reported that the patients ipg was defective. The patient underwent an ipg replacement and was doing well postoperatively. The explanted device was not returned. Additional information was received that the patient had charging issues.

Event description:
It was reported that the patients ipg was defective. The patient underwent an ipg replacement and was doing well postoperatively. The explanted device was not returned.